Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)') in an adult female patient who had essure (batch no. 653908, 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), dermatitis allergic ("rash/ skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the dermatitis allergic, allergy to metals, vaginal discharge, fatigue, alopecia, weight increased, migraine and headache outcome was unknown. The reporter considered allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, menorrhagia, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received lot number and reporter information were added. Date of insertion was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)') in an adult female patient who had essure (batch no. 653908, 645019) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), dermatitis allergic ("rash/ skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the dermatitis allergic, allergy to metals, vaginal discharge, fatigue, alopecia, weight increased, migraine and headache outcome was unknown. The reporter considered allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, menorrhagia, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-apr-2008: result: bilateral occlusion. Lot number: 645019 manufacturing date: 2009-05 expiration date: 2012-05. Lot number: 653908 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia ( heavy menstrual bleeding)"), dermatitis allergic ("rash/ skin condition"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia had resolved and the dermatitis allergic, allergy to metals, vaginal discharge, fatigue, alopecia, weight increased, migraine and headache outcome was unknown. The reporter considered allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs & mr received: case become incident previously added injury nos was replaced with dysmenorrhea and new events: menorrhagia, nickel allergy, vaginal discharge, fatigue, hair loss, weight gain, migraines, headaches, allergic rash, were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.